Event description:
It was reported right atrial (ra) lead was explanted due to dislodgment. The physician tried to retract it would not go back in. A lead was replaced and return via hospital. A new lead was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Detailed analysis confirmed based on a failing helix mechanism due to the helix being deformed. Moreover, dislodgement was not confirmed and analysis determined this is a known inherent risk of device covered by the instruction for use.

Event description:
It was reported right atrial (ra) lead was explanted due to dislodgment. The physician tried to retract it would not go back in. A lead was replaced and return via hospital. A new lead was implanted. No additional adverse patient effects were reported.